Event description:
A high blood glucose level of 588 mg/dl was reported by the customer, with the cause being unknown to correct the high level, the customer administered a correction injection via mdi. Technical support instructed the customer to inspect various components of the insulin delivery system, with no notable issues found, and confirmed proper insulin storage. The customer was advised to replace supplies as necessary and continue with insulin therapy.